Manufacturer narrative:
The field service engineer checked the analyzer. The reagent probes, wash station, sample probes, and a nozzle of the cuvette rinse station were cleaned. Cuvettes were replaced. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 56.70 mmol/mol. The sample was repeated twice, resulting in values of 33.10 mmol/mol and 32.40 mmol/mol. The hba1c reagent lot number was 459182. The reagent expiration date was requested, but not provided.